Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated 12.1mm, vticm5_12.1,-12.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was explanted due to excessive vault, elevated iop, significant reduction of irido-corneal angles, pigment dispersion, blurred vision and iris astrophy. Phaco-emulsification and glaucoma filtration surgery were reported as secondary surgical interventions. The reporter stated "the patient developed pigment dispersion glaucoma, beyond anti-glaucoma controlled and the surgeon planned for glaucoma filtration surgery with phaco". Post icl explant the iop was still high and required glaucoma surgery. Phaco trabeculectomy was performed. The glaucoma was reported as "controlled", patients bcva 6/20-2. Phaco surgery was performed and iol was implanted to replace the natural crystalline lens.

Manufacturer narrative:
Bcva at last post-op visit was 20/20-2. Additionally, it was reported that there was no asco (anterior subcapsular lens opacity). Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found that the optic of the lens was bent and the haptic was bent and deformed. H3- dimensional inspection: lens was found to be within specifications. (B)(4).